Event description:
It was reported, that balloon rupture occurred. The target lesion was located in the left arteriovenous fistula. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.